Manufacturer narrative:
The investigation of the affected sample was not possible because the product was not returned to tracoe. Based on the incident description it can be supposed that the defect described relates to the known product error of the subglottic suction line detachment. Further investigations are conducted within CAPA 000106. The batch number shows that the cannula was produced within the action and implementation phase of the CAPA . The cause is probably due to the bonding process of the subglottic suction line. It is possible that preparation steps before bonding were not carried out sufficiently or correctly, or that the bonding was not carried out correctly. Other causes could also be seen within the use period, e.g. The use of different cleaning or disinfection agents, humification, as well as strong pulls on the suction line.

Event description:
Suction line detached from tracheostomy cannula several times with one patient.